Event description:
It was reported by end users wife that one wheel lock fell off and the other one is loose on the trsx58fbp wheel chair. End users wife advised wheel lock tips just pull right off. End users wife advised contacted provider and received new brake tips but did not fit. End users wife will contact provider and verify what replacement part number was ordered to verify correct part number. End users wife could not provide any further information.